Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing a fall. Upon interrogation, it was noted that the autocapture was in high output mode and the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Both measurements started increasing (B)(6) 2020. Rv ring calcification was suspected. Programming changes were made and the patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead continued to exhibit high pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.